Event description:
Boston scientific crm received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. There were multiple vt and vf episodes with potential non-detection; it was noted that sensitivity was programmed to least. The pt had lost consciousness. Technical services discussed other episodes in the device and no explanation was found for the device to be at least. The episode started and detected appropriately. Five bursts of anti-tachycardia pacing (atp) were delivered, but did not convert the arrhythmia. Two 31 joule shocks were then delivered. Sporadic undersensing, possibly due to the r-waves alternating between big and small, was noted between the first and second shock. Then, undersensing due to low amplitude r-waves was observed. The pt then required multiple external shocks to get back to normal sinus rhythm. At the time of the field representative's report, the pt was still unconscious. Subsequently, info was received that this pt later expired, and the cause of death was not known. It was reported that the pt had also experienced a stroke at the time of arrival to the hospital. A save to disk had been performed and was submitted for analysis by boston scientific crm technical services.

Manufacturer narrative:
The disk analysis revealed that the device performed as it was programmed, through the third time that it delivered therapy. After which, the patient's rhythm had deteriorated so that undersensing was observed, and electrograms stopped recording after thirty seconds. No external therapy was observed on the electrograms. At this time, no additional info is available and the device has not been received for analysis. Boston scientific crm field representatives were not present or notified of the patient's death until after the burial. It is unk if the device was discarded or buried with the pt.